Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-06556. The patient has two scs systems (thoracic and cervical). It was reported effective therapy was never established with the cervical system. Reportedly, surgical intervention was undertaken on (B)(6) 2016 during which time the leads were repositioned. In addition, two wide-spaced leads were implanted during the same surgery. The issue is resolved.